Event description:
The device was used on an unknown procedure. It was reported the surgeon inserted an instrument through the 511sd and visualized with the laparoscope the inner gasket fell into the abdominal cavity. The surgeon was able to retrieve the gasket laparoscopically. There was no consequence to the patient.

Manufacturer narrative:
Based on the visual examination it was confirmed the inner gasket was dislodged from its original position. No conclusion could be reached as to how the inner gasket became dislodged. Co reviews each incident as it occurs in an effort to continuously improve co's products.